Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5112489/5112233, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient had fluid or blood building up at the lead and ipg incision site. The physician drained the fluid through aspiration.